Event description:
Caller states that the customer tested an 105mg/dl at 1:05 pm. Customer then passed out at 1:45pm. No action reported between the result of 105mg/dl and the customer passing out. The paramedics were called and tested customer at 28mg/dl on their device. Customer was taken to the hospital and treated with an IV. No quality controls were used. Requested return of suspect device and replacement was sent.